Event description:
It was reported that the pump started but did not charge even after trying with several cables and different computers. There was no reported impact on the customer¿s blood glucose level. The pump is expected to be returned, and a replacement pump with a new serial number was provided to ensure uninterrupted insulin delivery.